Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the scs ipg reached end of service. As a result surgical intervention is pending to address the issue.

Event description:
Patient had an ipg replacement and effective therapy was restored post operatively.